Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk crt-d implanted: (B)(6) 2011; 694965 lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had chronically high thresholds due to patient anatomy. The lead was reprogrammed and eventually explanted and replaced with an epicardial lv lead. No patient complications have been reported as a result of this event.